Event description:
It was reported that the cap from the needle is missing. There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. One (1) 9001p-EU-005 ez-io 25mm needle + stabilizer bx/5 (EU) unopened pack was received for investigation. All components of the kit were present in the sealed pouch. At visual inspection the complaint was confirmed. The needle cap is detached from the needle set and is loose in the sterility pouch. The certificate of compliance document certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iiso (B)(4). The complaint has been confirmed. However a root cause cannot be established. This appears to be an isolated issue. Teleflex will continue monitoring and trending for any future incidences. No corrective/preventative actions will be assigned at this time. The complaint was confirmed based on the sample received. However, it could not be determined at what point the needle caps became loose in the packaging. There is some process variation in the assembly of the cap to the needle. However, shipping and handling could not be eliminated as a potential root cause. Based on the low volume of reported complaints over the last year, this appears to be an isolated issue. We will continue to monitor and trend.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the cap from the needle is missing. There was no patient involvement.